Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. Please see attached pdf of the abstract. There is no doi available at the time of this report. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿successful transvenous extraction of the oldest endocardial defibrillator leads implanted through subclavian vein.¿ giornale italiano di cardiologia 2019 20 :12. Supplement 1 (53s). If information is provided in the future, a supplemental report will be issued.(B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient¿s lead. The article reported that the patient had presented with inflammation pain and erythema; with no signs of erosion or infection. However, an echo-cardiogram found two areas of vegetation on the lead. The lead was extracted. The disposition/location of the lead is unknown. According to the physician, the extraction was ¿successful.¿ further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.